Manufacturer narrative:
(B)(4). Boston scientific sales representative was not aware of the explanted lead until device tracking department found the lead active on (B)(6) 2020 while processing another event. Therefore, the bsc aware date for the explanted date is (B)(6) 2020. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a year of use due to an unknown reason. It is unknown if the bsc product was the cause of the surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.